Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of one-link non-dehp microbore catheter extension sets would not flow. It was further reported the valve won't "allow the catheters to be flushed appropriately" and the "reflux valve seem to provide resistance against flush so it doesn't feel like we are getting the force needed to clear the line". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.